Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she had been experiencing high blood glucose for four or five days. Customer's blood glucose has been 400 to 500 mg/dl. Troubleshooting was performed. Current blood glucose was 420 mg/dl. She has changed the site three times and mentioned when she changed her last infusion set and there was blood on the tape. The drive support cap was reported normal. Customer stated she noticed a dark spot in the tubing. Call was disconnected. Customer called back customer was then able to remove the site and the cannula was bent. Customer declined further troubleshooting. Customer is not returning the device for further analysis.